Event description:
Rec'd info stating customer has rec'd multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A f/u report will be submitted.